Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. This is one of two MFR. Reports for the same event. The other submission is referenced as 1220246-2016-00026. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the first ar-4502 cinch worked fine. When the second cinch was being used (lot 600081) and when the surgeon was moving from the first implant to the second, as he was squeezing the trigger; there was no first click. He squeezed all the way and the implant came out but was not deployed in the patient. The first implant was left behind the meniscus unretrieved and the sutures were cut-off and retrieved with the second implant. Surgeon opened third cinch and both implants worked fine. Follow-up investigation: procedure was a meniscal repair. Cinches were thrown away by the nurse. The knot pusher/cutter that was used was an ar-4515, lot unknown, which is owned by the facility.